Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 mm x 220 mm x 150 cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.